Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a routine follow up, high out of range impedances were exhibited with this device. The physician elected to surgically intervene and identified that with this device connected, the values were out of range however measurements were normal and stable following a connection with a new device. The device was replaced and expected to be returned for analysis. No other adverse patient effects were reported.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated. Upon receipt at our post market quality assurance laboratory, this ICD was thoroughly inspected and analyzed. The device did not pass automated impedance tests. Manual shock impedance testing was performed and found the shock impedance measurements in all vectors were high, out-of-range at greater than 200 ohms. X-ray analysis confirmed the high voltage fuse was intact. However, x-rays of the device header found the middle spring coil in the rv port was dislodged and had been pushed back further into the lead barrel. This displaced spring coil caused the impedance measurements to be out-of-range. Laboratory testing did not reveal any other abnormalities which would contribute to the clinical observations.

Event description:
It was reported that during a routine follow up, high out of range impedances were exhibited with this device. The physician elected to surgically intervene and identified that with this device connected, the values were out of range however measurements were normal and stable following a connection with a new device. The device was replaced and expected to be returned for analysis. No other adverse patient effects were reported.